Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device photo evaluation: visual analysis of the photographs identified: cyst: unable to observe since it is not related to the device. Seroma/late: unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture.

Event description:
Healthcare professional reported right side rupture. Later, physician reported "cysts scattered in both breasts, with clear limits, high signal on t2wi fatsat, intermediate on ti wi, maximum size = 8mm" and "right implant was leaking" device has been explanted and replaced.

Manufacturer narrative:
The event of swollen lymph nodes/glands is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: swollen lymph nodes/glands.

Event description:
Healthcare professional additionally reported right side "axillary lymph nodes were inflammatory forms" via MRI.